Event description:
The customer reported the light source had a b30 error message. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac) via the phone, the customer did the following troubleshooting steps: powered off both the light source and video system, removed the scope, cleaned the contact points on the scope with an alcohol prep pad, waited for the scope to try, reconnected the scope, and powered everything back up. The issue was resolved after troubleshooting. Tac advised the customer to always disconnect or connect the scope when the light source is powered off and if a b30 error is displayed, the light source and video system must be powered off. The customer later reported that they were getting static and pink dots on the image when trying multiple scopes. Tac advised the customer that the light source may have failed and recommended trying a different light source to see if the issue was resolved. Changing the light source did not resolve the issue. Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. A definitive root cause was not identified. During olympus troubleshooting on the phone with the customer, an image was shown after the electrical contacts were cleaned. Based on the results of the investigation, the probable cause of the malfunction would likely, be a communication abnormality with the scope. Resulting in the display of the b30 error (scope communication error), due to the impact of foreign objects and smudges adhering to it. Olympus will continue to monitor field performance for this device.